Manufacturer narrative:
The insulin pump was returned for power loss alarm, low battery alarm and power error 25 that was confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then the alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes; the power loss alarm occurred after error 25 alarm was cleared. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call power loss alarm. Customer's blood glucose level was 213 mg/dl. Customer advised the alarm occurred after the battery was out of the insulin pump for over 10 minutes. Customer received multiple power loss alarms and the internal backup battery could not be charged. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.